Manufacturer narrative:
Update from customer service on 05/23/2016: consumer called back with the serial number and model number. This product was manufactured in (B)(4). There is no allegation of a serious injury or death; therefore, no MDR will be filed on this event by invacare. The manufacturer will be notified via an OEM notification.

Event description:
The chair is veering to the left and the footrest is loose.

Manufacturer narrative:
This device has not been returned as of yet, RMA has been issued.

Event description:
The chair is veering to the left and the footrest is loose.